Event description:
Defibrillator implantation with a medtronic lead. During the first attempts, to connect the lead to the device, coil impedance above 3000 ohms. After cleaning and new attempt, correct coil impedance. After several tests, coil impedance still correct. Patient has been monitored thanks to rms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. For now, the serial number is unknown. It will be provided in the next report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. For now, the serial number is unknown. It will be provided in the next report.

Event description:
Defibrillator implantation with a medtronic lead. During the first attempts, to connect the lead to the device, coil impedance above 3000 ohms. After cleaning and new attempt, correct coil impedance. After several tests, coil impedance still correct. Patient has been monitored thanks to rms.